Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically.

Event description:
Same case as 1527460-2011-00099. The complainant reported an over-delivery. The pt received a 300 ml feeding within 15-20 minutes; however, the feeding rate was not provided.